Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not inflate . During pretest, there was allegedly a lot of pressure when trying to insert water into the catheter balloon. There was no patient involvement reported.

Manufacturer narrative:
Received 1 unopened foley tray. The reported event was unable to be confirmed as the problem could not be reproduced. Per the visual evaluation, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. The following steps were followed for the functional evaluation: - tested using lab syringe, inflated the balloon with 10cc water using normal fill technique and the balloon inflated without difficulty in 6sec and the inflation funnel did not balloon out during inflation. - deflate and re-inflated again the balloon with quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. Dissected and did not find anything to contribute to the reported problem. Measurements for the dimensional evaluation were as follows: eye snip length 2/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 8/32¿; eye snip distance from proximal cuff 7/32¿; rubberize thickness 9 thou; reinforcement 164 thou; inflation funnel thickness 54 thou; balloon thickness (average) 26 thou; inflation lumen coverage 9 thou. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointment or lubricants having a petroleum base. They will damage latex and may cause balloon to burst". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon would not inflate. During pretest, there was allegedly a lot of pressure when trying to insert water into the catheter balloon. There was no patient involvement reported.